Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump's reservoir lip is loose and they have difficulty pressing the buttons. The customer¿s blood glucose level was unknown at the time of the incident. The reservoir is unable to lock in place when inserted into the pump. Troubleshooting was completed but did not resolve the issue. The customer was also hospitalized at the time of the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
However, we have received new information which has been updated on this report to reflect the correct information.

Event description:
The customer reported via phone call that their insulin pump's reservoir lip is loose and they have difficulty pressing the buttons. The customer¿s blood glucose level was unknown at the time of the incident. The reservoir was unable to lock in place when inserted into the pump. Troubleshooting was completed but did not resolve the issue. The customer was also hospitalized at the time of the call. Customer was hospitalized due to non pump related issues. The insulin pump will be returned for analysis.